Event description:
The customer reported that the system intermittently would lock-up during fluoroscopy. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The backplane voltage was adjusted and the following components were replaced: the gpos, rtos, backplane, video controller, system interface and isd circuit boards. The system was then found to be operating as intended.